Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 253 mg/dl at the time of the incident. The customer stated that the same insulin pump alarm had occurred previously. Troubleshooting was provided. The insulin pump will return for analysis.

Manufacturer narrative:
Power error not found during testing. Insulin pump passed the sleep current measurement, active current measurement and the displacement test. (B)(4).